Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 350 mg/dl. The customer was also vomiting prior to being admitted. Troubleshooting was performed and the insulin pump passed the prime test. The customer stated that the cannula was bent when she removed the infusion set and the insulin pump had alarmed no delivery during the manual prime. Found that the customer may be using the wrong infusion set for her body type. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.